Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Conclusion code applies to the pump. Conclusion code applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient who was receiving prialt (ziconotide) 25mcg/ml; 1.8 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient felt like the pump was flipping. A dye study was attempted, and was unable to aspirate through the catheter access port. The full amount of drug was still in the pump at the last refill. The patient was scheduled for a pocket revision due to the pump flipping. Upon opening the pocket, the catheter was severely linked and twisted numerous times. The physician lost grasp of the catheter and it pulled towards the back pocket. At that time, it was determined a new catheter would be placed. The entire old catheter was explanted and a new 8781 catheter was implanted. The catheter was replaced on (B)(6) 2017. The explanted catheter was discarded. The pump was moved from the abdomen to the left back. No symptoms were reported. Patient factors that may have led or contributed to the issue was the patient was obese. The issue was resolved. Patient status was alive - no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient did not experience any symptoms. It was first noticed there may be an issue when there was more than the expected amount of medication removed from the pump during a refill. Regarding the linked catheter, it was clarified that the catheter was kinked.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.